Manufacturer narrative:
The customer contacted the siemens technical solutions center. During troubleshooting, the customer informed the tsc specialist that the sodium assay had been difficult to calibrate that day and that quality controls had to be run multiple times before they were within range. The tsc specialist advised the customer to replace the electrode, which the customer did. The issues were resolved upon replacement of the electrode. The cause of the discordant, falsely elevated sodium result was a malfunction of the electrode. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated sodium result was obtained on one patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The sample was rerun on an alternate instrument and resulted lower, which matched the patient's clinical history. The sample was then rerun on the advia 1800 instrument and resulted the same as the alternate instrument. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium result.